Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing an issue with the dexcom sensor, which was providing inaccurate glucose readings. At the time of the incident, the dexcom device displayed a glucose level of 299 mg/dl, although the patient did not report any symptoms. Shortly thereafter, the patient lost consciousness and collapsed. The duration of unconsciousness was unknown. A friend at the scene called 911, and emergency medical technicians (emts) responded. A fingerstick (fs) test performed by the emts revealed a blood glucose level of 27 mg/dl. The patient was administered an unspecified medication, after which she regained consciousness. Upon arrival at the hospital, a nurse administered glucose gel. A subsequent fs test showed a blood glucose level of 120 mg/dl. By this time, the patient had removed the dexcom sensor, and no further cgm readings were available during the hospital stay. The patient remained in the hospital for approximately seven hours and was discharged the same day. Aside from a mild headache, the patient reported feeling well. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.